Manufacturer narrative:
B 5: additional information was provided. Internal complaint number: (B)(4).

Event description:
During the follow up on (B)(6) 2019, it was reported that the patient has a follow-up appointment on (B)(6) 2019 and may be able to provide more information then. On (B)(6) 2019, it was reported that the patient was put on oral medication to be treated for the increased pain until the catheter revisions could be completed. She reports that the catheter revisions were both done due to volume discrepancies and dye study results. Prometra ii pump was also observed for volume discrepancy, underinfusion. It was also notified that a stethoscope test conducted, in which they heard the valves clicking. It was also indicated that she thinks the physician is planning to switch out the pump and potentially catheter as well sometime after christmas.

Manufacturer narrative:
Internal complaint #: complaint (B)(4).

Event description:
Clinical specialist reported a prometra ii 20 ml pump with a volume discrepancy - underinfusion. Patient noted a lack of pain relief. Patient underwent a dye study, in which the catheter was found to be patent. Patient underwent a catheter revision and reportedly did not follow post-op protocol. Patient then underwent an additional catheter revision. Following the second catheter revision, the physician performed a volume check, in which the following volume discrepancy was observed: expected volume: 6 mls, returned volume: 19 mls. Clinical specialist reported that the patient had not undergone any falls, traumas, or mris. Patient was placed on oral medication to treat the increase in pain, and the pump was then explanted.

Manufacturer narrative:
Device has been explanted and will be returned for evaluation. Internal complaint #: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Operation of the pump reservoir function was checked by filling the reservoir with 20ml of sterile water for injection and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5ml of sterile water. The pump was programmer with a flow test over a twenty-four hour period. The dispensed volume was 0.0ml. The top cover of the pump was machined off and the valves' "pull open / hold open" currents were measured. The results showed that the current required to pull open both the inlet and outlet valves exceeded the design specification for the valve. Internal complaint number: (B)(4).

Event description:
Per additional follow up it was informed that patient had multiple issues/catheter revisions. Patient's pump was turned off. Patient's pump may be revised; however, occurrence has not been confirmed yet.

Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. It was reported that patient was experiencing a lack of pain relief. (B)(6) 2019 - patient undergoes for a catheter revision, (B)(6) 2019 - patient undergoes for the second catheter revision.